Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received an occlusion alarm. Reportedly customer's blood glucose level was impacted. Customer was using apidra insulin.